Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead displayed potential undersensing of ventricular fibrillation (vf) resulting in a delayed shock. Review of the remote transmission showed that the rhythm shifted between fine/low frequency vf and slower ventricular tachycardias (vts) which fell out of the detection zone. After anti-tachycardia pacing (atp) was delivered, the rhythm accelerated to monomorphic vt and ultimately degenerated into vf which was treated with an appropriate shock. In addition, the treated vf episode appeared to have possible muscle artifact/noise and a lead integrity alert (lia) occurred for sensing integrity counter (sic) and high-rate non-sustained episodes. Several instances of t-wave oversensing (twos) were observed. The patient was hospitalized and needed to be resuscitated and shocked externally due to the delayed therapy. The lead remains in use. No further patient complications have been reported as a result of this event.